Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a low battery alarm. Customer received a blank screen display even after battery changes. Customer's blood glucose was 180 mg/dl. Customer reported of being at the beach but insulin pump did not get wet. Customer states that there was no physical damage or moisture of insulin pump. Customer was advised that battery cap would be replaced.